Manufacturer narrative:
Corrected data: e1. New information added to the following fields: d8, d9, h4. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction; the initial medwatch reported the establishment where the incident occurred as "italy" however the event was discovered internally upon evaluation of the device at olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Olympus could confirm the adhesion/clogging of the material at the distal end. However, olympus could not identify the material. Based on the results of the investigation, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera iii duodenovideoscope exhibited that the distal end had foreign materials. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.